Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "during the procedure, when opening the instruments and looking for the necessary pieces for the surgery, it is evident that the femoral cutting piece is broken, as shown in the photographic evidence. However, the surgery is managed to go ahead with this piece in this condition, completing the procedure successfully, without discomfort to the surgeon, without affecting the patient, and without alterations in surgical times. Upon completion, a report is left in the case report and this medium." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that attune distal femoral jig (254400520) had broken. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune distal femoral jig would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: e1 (initial reporter facility name).

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure, when opening the instruments and looking for the necessary pieces for the surgery, it is evident that the femoral cutting piece is broken, as shown in the photographic evidence. However, the surgery is managed to go ahead with this piece in this condition, completing the procedure successfully, without discomfort to the surgeon, without affecting the patient, and without alterations in surgical times. Upon completion, a report is left in the case report and this medium.